Manufacturer narrative:
Fowler, gas spring trip.

Event description:
It was reported by service report that the fowler was stuck in a raised position. No pt involvement or adverse consequences are reported.